Event description:
Customer reported issues with the insulin pump. Customer states that they keep getting the no delivery alarms. Customer states that the alarm was resolved by a complete set change. Customer also states that during rewind they received a motor error alarm. The blood glucose reading is 263 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.